Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/14/2020. A manufacturing record evaluation was performed for the finished device number, and no non-conformance's were identified. The photo upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time?. To my knowledge there were none of the above, other than the fact that the patient needed to be under longer time of anesthesia. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain to my knowledge the prolonged surgery time did not alter the treatment, other than that the patient needed to be in anesthesia for a longer time.

Event description:
It was reported that the patient underwent an unknown laparoscopic procedure in (B)(6) 2019 and suture was used. The needle broke in the abdomen during laparoscopic surgery. They finally found the needle in the abdomen. The procedure was extended for an hour to x-ray the patient to locate the needle. The needle pieces were removed during the procedure. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/29/2020. Additional h3 investigation summary: it was reported breakage needle. A suture needle was returned for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and a cup-and-cone shaped fracture observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d10. H3 evaluation: one photo was received for analysis. Upon visual inspection of the picture, it was noted that one box and one folder appeared to be empty. Three unopened samples of product code were also received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of two samples, no defects were found on the packages. The samples were opened and the swage and attachment area were noted to be as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. Besides, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples conditions, no needle breakage was found.